Event description:
The customer wanted to make sure that the insulin pump was functioning because she felt hat it was delivering a prime on its own. Troubleshooting was performed, and found that the insulin pump had been set for an 11 unit prime earlier. Conducted the prime test, but insulin did not exit the tubing. The customer did not have another infusion set to conduct the test again. An infusion set was mailed to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.